Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that device exhibited post paced t wave over-sensing. It was also noted that lead exhibited over sensed noise and an impedance anomaly. It was suspected that lead had an insulation damage. Programming changes were made. There were no patient consequences.